Manufacturer narrative:
The field service engineer found a low gear pump pressure and contamination. He decontaminated the instrument and replaced the gear pump head. The customer ran qc that passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The customer suspected there was an issue with their water system. The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium (ca, gen.2) result from the cobas 6000 c 501 analyzer. The initial result was 11.8 mg/dl and the repeat result was 9.3 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed correct.